Event description:
An impella cp device was inserted into the left femoral artery in a 70-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), and coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. During the procedure, the patient was placed on ECMO emergently. The patient also had a transcatheter aortic valve replacement (tavr) performed. An impella cp was placed through the 16fr hole from the tavr sheath. The physician stated that the patient was coagulopathic and did not want to make another access point. Bleeding was noted after the repositioning sheath was placed. The activated clotting time (act) was 214. Manual pressure was held. When the patient arrived in the intensive care unit (ICU), a large hematoma was noted. Manual pressure was held to relieve the hematoma. The act was 165 at that time. The patient was taken back to the operating room (or) for a cutdown removal and surgical closure of the vessel. The impella functioned at p-2 at 1.9l/min with no issues. The post-procedure outcome is survived at explant. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was updated. D3 manufacturer fax was added since it was inadvertently omitted from the initial report. Major bleed/hematoma/access site adverse event: the cause of the asae is patient related per clinical details that the patient was coagulopathic, obese, and the bleeding occurred after gwru insertion with acts of 214.